Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Product was provided for investigation. An external visual inspection was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determine. No injury or medical intervention was reported.